Manufacturer narrative:
(B)(4).

Event description:
It was reported in clinic notes that the patient was referred to a surgeon as she was having discomfort around her vns site, "feels like her magnet is not effecting it like it should", and her headaches have increased. Information was received from the nurse that the physician feels like the device is in the wrong place which is causing the discomfort. The headaches occur after seizures. It was noted that the reason for generator replacement is due to the discomfort and due to the patient's seizures not being controlled. It was noted that the patient could feel magnet stimulation and the magnet is not aborting seizures. Diagnostics were noted to be normal. The nurse noted that it was difficult to confirm if the device did truly migrate, but they felt around for the device and it seemed to be in a different place than the scar. She noted they are not sure if the patient has had any trauma that could have caused the migration, and the patient does not typically manipulate her device. She noted that it is possible that the migration could have been caused by weight gain. The generator was replaced. The explanted generator has not been received for analysis to date. No further relevant information has been received to date.